Manufacturer narrative:
The customer confirmed that no treatment was provided to the patient and there was no report of harm. An engineer evaluated the customer's au5800 chemistry analyzer and did not identify any malfunction. The engineer proactively performed maintenance and moved the tba reagent bottle to another ring on the analyzer. No further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of an elevated total bile acids (tba) patient result on their au5800 analyzer. The patient was in the obstetrics outpatient clinic. The customer reported the patient was admitted to the hospital due to the false high result. There was no treatment provided to the patient. There was no report of harm to the patient as a result of this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.